Event description:
It was reported that externalized conductors were noted via fluoroscopy. Patient declined lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.